Event description:
It was reported that the patient presented to the hospital due to experiencing shortness of breath over the last three weeks. This implantable pacemaker was interrogated and noted to be operating in safety mode. The patient was admitted to the critical care unit while awaiting a device change. Subsequently, the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. No additional adverse patient effects were reported. The device has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets, and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
H11 field correction - updated information below. Report number: 2124215-2024-71990. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient presented to the hospital due to experiencing shortness of breath over the last three weeks. This implantable pacemaker was interrogated and noted to be operating in safety mode. The patient was admitted to the critical care unit while awaiting a device change. Subsequently, the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. No additional adverse patient effects were reported. The device has returned for analysis.

Event description:
It was reported that the patient presented to the hospital due to experiencing shortness of breath over the last three weeks. This implantable pacemaker was interrogated and noted to be operating in safety mode. The patient was admitted to the critical care unit while awaiting a device change. Subsequently, the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. No additional adverse patient effects were reported.